Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was pushed through the shield with bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: one of the syringes was with the needle through shield. It was informed that it was possible to remove the shield, but the needle got bent and the shield with a hole.

Manufacturer narrative:
Investigation: customer returned 1 loose 1/2cc, 8mm syringe. Customer states that one of the syringes was with the needle through shield, the needle got bent, and the shield has a hole. The returned syringe was examined and exhibited a hole in the shield possible caused by the cannula as well as a bent cannula. This indicates that the cannula may have been through the shield, exposing the cannula. A review of the device history record was completed for batch# 7163840. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200703352] noted that did not pertain to the complaint. Possible root causes for needle through shield include: - manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.

Event description:
It was reported that needle was pushed through the shield with bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: one of the syringes was with the needle through shield. It was informed that it was possible to remove the shield, but the needle got bent and the shield with a hole.